Manufacturer narrative:
According to available info this inflatable penile prosthesis was removed due to "rupture(d) connection (to the) cylinder." Additionally "buckling(on the) right side" and "dislocation of left cylinder" were noted. Requests have been made for additional info surrounding the incident, however, to date requested info has not been received. Without requested info, qa is precluded from commenting on events surrounding the incident. Should additional info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of returned components revealed one separation/leakage site. Separation is located in strain relief of cylinder #2 at apex. Examination of surfaces of separation revealed markings characteristic of stess(s) induced rending. Opposite separation crease marks is observed. Based on qa's examination and info provided, qa concluded that while in-vivo the strain relief was partially kinked. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend strain relief at this site. Because qa's examination of returned components can neither confirm nor disprove report of "bucking" or "dislocation" in-vivo, qa accepts physician's observations of such. However qa is precluded from determining sequence of events, or if one or both of these contributed to positioning/stress(s) associated with observed separation.

Event description:
Per the information provided to co by the physician's office, via co's international representative the device was removed due to "a rupture connection cylinder - buckling right side and dislocation of left cylinder." As reported to co, the reservoir was left in place, while the rest of the device was removed and replaced with the same model prosthesis, produced by the same manufacturer.